Manufacturer narrative:
Block b3: exact date unknown, event occurred on the date of explant.

Event description:
It was reported that the patient had difficulty in charging the ipg. The patient underwent an explant procedure and the explanted ipg was not returned. No further information has been obtained despite good faith efforts.